Event description:
Complainant's family member was hospitalized for toxic shock syndrome. They started using kotex security super plus absorbancy tampons in 2003. They stopped using the tampons 3 days later as it was the end of their period. The following day they started having a fever of 103.5. The following day their fever continued, a rash developed all over their body, and they started throwing up. Two days later they were sent to urgent care for treatment. During the examination, they passed out and was sent to the ER. From the ER, they were admitted for hospitalization and transferred to ICU. They stayed in ICU for 3 days and general care for 2 days. They were released. They feel ill again and was sent to the ER again. They were diagnosed with a uti and prescribed antibiotics. The following day they obtained an allergic reaction to the meds (rash) and visited their primary care md for treatment. The pt continues to experience headaches and the skin on their palms and feet continue to peel. This was the first time the pt had used the super plus absorbancy. They had previously used the kotex security regular absorbancy tampons and experienced no problems.